Event description:
The complainant alleged that during biomed testing, the device would not operate on battery, and the pacer output was not correct. The complainant indicated that there was no pt involvement in the reported malfunction.